Event description:
It was reported post implant procedure that the pacemaker displayed a false elective replacement indicator (eri) alert. Programming changes were made and the alert was able to be cleared. The patient was stable and asymptomatic.